Manufacturer narrative:
The event took place outside in the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised on (B)(6) 2022 due to luxation. The primary surgery was on (B)(6) 2021. A glenosphere, a metaglene, a cup, a stem and a cone was explanted. A glenosphere, a cup and a stem was implanted.